Event description:
The manufacturer received information that a trilogy ev300 ventilator failed pressure verification: setpoint 80: pilot testing. There was no patient involvement, and no harm or injury was reported. Replacement of the system printed circuit board assembly is indicated to resolve this issue. The customer has taken responsibility to resolve the issue, and no work was performed by philips.